Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. A1-2, 4-6: not provided by the customer. H4: not available at this time. Gehc's investigation is on-going at this time. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that a patient sustained a skin reaction to the soft-cuf nibp cuff requiring treatment.

Manufacturer narrative:
The customer reported that a patient sustained a skin reaction to the ge healthcare (gehc) noninvasive blood pressure cuff requiring treatment. It is not known what treatment was provided to the patient. Gehc investigated by visiting the customer site to interview staff and observe their practices, testing similar cuffs, and performing historical data review. The investigation concluded the root cause was the use of an unapproved cleaning agent and failure to follow the instructions for use with respect to proper cleaning and disinfection. Additional training has been provided to the customer staff.